Manufacturer narrative:
Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer investigated the event and on two service visits, detected significant preanalytical deficiencies. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
The initial reporter received questionable glucose hk gen.3 (gluc3) assay results from two patient samples tested on the cobas c 503 analytical unit. Sample 1 the initial result was 49.2 mg/dl. The repeat result using the primary patient sample tube was 90.2 mg/dl. Sample 2 the initial result was 54.1 mg/dl. The repeat result using the primary patient sample tube was 70.6 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 822380. The expiration date was requested but not provided. The investigation is ongoing.